Event description:
Patient with history of a bladder tumor and erectile dysfunction had his inflatable penile prosthesis (ipp) removed for malfunctioning. Ipp was placed two years ago. Patient recently, underwent another bladder tumor resection for reoccurrence. Details of the malfunction are not available to this writer but the ipp was explanted.